Event description:
During the implant procedure, the screw of the lead would not completely extract once it was placed in the body.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Conclusion: the analysis concludes that the lead conforms to all electrical specifications. Regarding the function of the fixation mechanism, the device conforms to the established specifications utilizing a new easyturn stylet. The issue associated to fixation mechanism was attributed to the damages sustained to the returned easyturn stylets. See scanned pages. (B) (4).